Manufacturer narrative:
Initial.

Event description:
It was reported that after starting on the ilet pump the patient experienced episodes of low glucose, noticed values trending into the low 70s, treated the event with approximately 4 glucose tablets and orange juice, and reported feeling lightheaded; troubleshooting and education on initial pump use and appropriate hypoglycemia treatment were provided, and assistance to connect the ilet to the mobile app was planned. Symptoms included hypoglycemia with lightheadedness. Outcomes included the need for oral fast-acting carbohydrate to correct the low. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to treatment approach; no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.